Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Extensive nerve damage [nerve injury]. Zinc toxicity [metal poisoning]. Tingling in feet and hands [paraesthesia]. Burning in feet and hands [burning sensation]. Pain in feet and ankles [pain in extremity]. Loss of balance [balance disorder]. Case description: an attorney reported that his client, a (B)(6) old male, used fixodent denture adhesive, version unknown and super poligrip denture adhesive cream beginning 2004 through 2010 and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, extensive nerve damage, zinc toxicity, tingling in feet and hands, burning in feet and hands, pain in feet and ankles, loss of balance. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.